Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that failure of the printed circuit board and the main board caused b40 and functions of image emphasis, photometry method, and release switch on its own. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system centers narrow band imaging (nbi) was not working and there was an image issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error code b40 due to defective main board (cm board) and enhancement, iris mode and release function are switched automatically due to malfunction of printed circuit board (cp board). There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The reportable findings from the device evaluation were reported in b5, the additional non-reportable findings were: loud electrical noise coming from the power supply, backup failed for date, time, and peripheral settings due to a printed circuit board (cp board) malfunction, and error code e212 due to a defective cm board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.